Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation. In addition to the reportable malfunction mentioned in b5, it was observed that the cause of the burnt c-cover was due to use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asse evis exera iii bronchovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed the plastic distal end cover (c-cover) was burnt. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.